Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause, device investigation would be necessary. Re-implantation was carried out, but the device has not been received yet.

Event description:
Parent brought the child to the clinic reporting not responding to sounds with the device. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause, device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet. This is a combined initial / final report.

Event description:
Parent brought the child to the clinic reporting not responding to sounds with the device. Planning for re-implantation. Recommended to take CT scan to check placement of the implant and all channels are inside cochlea.

Event description:
Parent brought the child to the clinic reporting not responding to sounds with the device. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.